Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).

Event description:
It was reported that a patient underwent an obturator sling procedure on an unknown date. The patient experienced an erosion into the distal urethra. The device was explanted on (B)(6) 2011. No additional information was available.